Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device auxiliary drawer 3.1on the right side of the railing was missing a retainer. The field service engineer (fse) found that the railing was hitting the back of the front fascia plate, which caused a loud thumping sound when closing the drawer. The engineer replaced the half height drawer with a new one and transferred the cubie pockets to the new drawer, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary station hch-4wea drawer failed. The customer stated that there was a faulty sensor on drawer which displayed error as drawer was not closed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.